Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A pronto lp extraction catheter was successfully used on a patient to aspirate thrombus from the peripheral vasculature. Angiography and angioplasty was aso performed during the visit. The patient was brought back twice within a two month span for thrombolytic therapy and angiography. The patient was then brought in at a later date due to leg pain when it was discovered a section of catheter approximately 7.5" ong was inside the patient's leg. It is thought the catheter segment could be part of a pronto lp extraction catheter from the initial intervention.